Event description:
It was reported that balloon rupture occurred. A 5.00mm by 12mm nc emerge balloon catheter was advanced for the treatment. However, during the procedure, the balloon ruptured. The device was then removed, and the procedure was completed with another of same device. There were no patient complications reported and patient remains in stable condition post-procedure.